Manufacturer narrative:
The reported events of high impedance, header issue, and defective device were not confirmed. The device was received from the field with battery voltage above elective replacement level and visual inspection of the header found no anomaly that is related to the field concern. Electrical and mechanical analysis performed indicates normal results. Further interrogations with different load levels indicate the pacer was able to sense and measured the lead impedance within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During implant procedure, high pacing impedance was noted. A device header anomaly was suspected. The device was explanted and replaced to resolve the event. The patient was stable.